Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 82-year-old male with a past medical history of diabetes mellitus presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai stage a. The patient underwent placement of an impella device via right femoral percutaneous arterial access. During support in the cardiovascular operating room (cvor), the anesthesiologist reported findings suggestive of a possible thrombus surrounding the impella cannula within the left ventricle. The device was explanted. The patient survived the procedure and was reported to be in stable condition at the time of explant.